Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery (ata). A 4.5fr non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2mm balloon catheter. Subsequently, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced to perform dilatation at the entry part of ata. However, the balloon ruptured upon the first inflation at 6 atmospheres (atms). The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.